Event description:
IV pump was programmed appropriately for heparin infusion and verified by a second rn. Even though it was programmed appropriately and rate displayed was what it should be, the entire bag of heparin infused in just under three hours. We have tested this IV pump and been able to replicate this event. The pump delivered 15 times the intended dose. The pump recorded the dose. Three ml should have been delivered, but the pump actually delivered more like fifty ml.